Event description:
It was reported that the patient received inappropriate shocks due to the oversensing of lead noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224vrc, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).